Manufacturer narrative:
The pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and remained static. Customer¿s blood glucose was 167mg/dl. Customer added insulin to a cartridge after it was loaded. Reportedly, the customer declined further follow-up from tandem technical support regarding the reported issue.